Manufacturer narrative:
Correction: the correct implanted date is (B)(6) 2015, not may 25, 2015, as initially reported. (B)(4).

Manufacturer narrative:
This report is submitted on october 25, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011 h3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a decrease in performance and was treated with a course of steroids (date not reported). The implanted device remains.